Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: driving cap/threaded (part: 03.010.523, lot: 9065864, qty: 1) was received at us cq. Upon visual inspection at cq, it is observed that the device has broken at the threads near the distal tip. The broken off distal threaded tip was returned lodged in related insertion handle (03.033.001). The fracture surface appears homogeneous with no voids or dark spots. The rest of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint is confirmed. Device failure/ defect found? Yes. Dimensional inspection (calipers: ca472): dimensional inspection of the received device was performed at cq. The diameter of the threaded part of the distal tip was measured to be within the specification as per the drawing. Documentation/ specification review: the following drawing(s) was reviewed: -connector for insertion handle no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for driving cap/threaded (03.010.523, 9065864) as it was found that the distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # 345154 as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.010.523, lot number: 9065864, manufacturing site: bettlach, release to warehouse date: dec 18, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure on (B)(6) 2020, the threaded driving cap broke off into the radiolucent insertion arm and both were damaged. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device reported: unknown femoral nail (part # unknown, lot # unknown, quantity 1), unknown aiming arm (part # unknown, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) driving cap/threaded. This report is 1 of 1 for (B)(4).